Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16795 - device 1 of 4. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event with 4 infusion sets on (B)(6) 2024. The blockage was located at the tubing. No further information available.